Event description:
It was reported that this rv lead was surgically capped and replaced due to failure to capture and low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).